Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information received: the customer observed sterile dirt inside of the package.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot..

Event description:
It was reported that prior to an unknown procedure, the sterility package is contaminated. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.